Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger; product ID: 37761, serial/lot #: (B)(4). (B)(4) corresponds to the implantable neurostimulator. (B)(4) corresponds to the recharger c0591217. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the desktop charger connector pin was broken and fell off. Additional information received stated that the patient really needed a replacement because she has been without the ins. Patient was issued a new desktop charger. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.